Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated the customer had reported when the unit shut down, a 2012 ih safe state error displayed. The customer indicated the event occurred after the surgeon had completed a procedure and the machine was in idle when the error occurred before another case could commence. To resolve the same issues of this repeated service dispatch, the fss replaced the advantech single board circuit (sbc) +central processing unit (cpu) + random-access memory ram, a network adapter, a pivot monitor assembly, a rear panel connector printed circuit board assembly (pcba), an instrument manager and a stack through pins. After replacement of parts, the power supply voltages were checked and are working properly. The bios was checked for proper configuration. The host and system software was uploaded to the instrument manager successfully. In addition, the fss let the machine idle in default settings and specific surgeon to attempt to duplicate reported issue and no issues were observed. The fss found the unit working as intended after replacement of parts. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the phacoemulsification machine shut down between procedures. The surgery center indicated this is a repeat service on the same issue within 30 days. The account elected to cancel remaining cases scheduled for the day due to requesting service on the functionality on both of the units before using the machine. Through follow up, the clinical registered nurse described the event occurred with two of their phacoemulsification units on the same day. There was a couple of minutes delay to use a backup machine to complete procedures. No consequence to the patient, therefore, no patient injury reported. This is two of two reports.